Manufacturer narrative:
No device was returned and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation showed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test in which the device is tested at a pressure of 45 psi. This test would have detected any leak present at the time of manufacture. The device was implanted for 13 months prior to the reported issue. Without an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) contains the following statements: assure that all air has been aspirated from the catheter and extensions. Failure to do so may result in air embolism. Frequent visual inspection should be conducted to detect leaks to prevent blood loss or air embolism. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An air bubble was noted in each extension of the hemo-cath.